Manufacturer narrative:
(B)(4). The lot 13j047 was manufactured between september 18, 2013 and september 19, 2013 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume german folfusor experienced no flow after filling the device with fluorouracil and nacl. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.